Event description:
The customer reported that the monitor cart was not powering up, precluding the user from viewing the live fluoroscopic image. No death or serious injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a blown fuse. The system operates as intended.